Event description:
Device user (du) reported error 510 (arterial blood pressure over 100 mmhg greater than three minutes) with well-placed cannula. Tubing was in good condition and pinch valves operational which was confirmed by a clinical specialist (cs). Cs requested surgical review of the artery which found no issues. On plotting arterial pressure and pinch valve percentage a trend towards high pressure and subsequent opening of the hepatic artery pinch valve was noted. The artery pressure was measured at 10-12 mmhg by a manometer. Du used manual occlusion of the portal reservoir line to achieve artery pressure of about 60 mmhg. However, the device displayed a reading of 173 mmhg. Cs confirmed that the perfusion remained stable and the patient was called for transplant.

Manufacturer narrative:
The investigation completed concluded a faulty pressure sensor was the cause of the reported issue. The supplier has implemented 100% inspection to ensure proper function of pressure sensors prior to use in production. Any sensor failing inspection will not be utilized.

Event description:
Device user (du) reported error 510 (areterial blood pressure over 100 mmhg greater than three minutes) with well-placed cannula. Tubing was in good condition and pinch valves operational which was confirmed by a clinical specialist (cs). Cs requested surgical review of the artery which found no issues. On plotting arterial pressure and pinch valve percentage a trend towards high pressure and subsequent opening of thepatic artery pinch valve was noted. The artery pressure was measured at 10-12 mmhg by a manometer. Du used manual occlusion of the portal reservoir line to achieve artery pressure of about 60 mmhg. However, the device displayed a reading of 173 mmhg. Cs confirmed that the perfusion remained stable and the patient was called for transplant.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrective and preventive actions (CAPA) has been initiated. The preliminary findings are that the root cause of the issue seems to be a faulty pressure sensor. The faulty sensor cannot equilibrate to atmosphere. A supplier corrective action request (scar) has been initiated to further investigate the root cause of the issue and is currently pending completion. All sensors observed to have drifting offset values will be removed from stock and quarantined. One hundred percent inspection of all sensors are performed prior to assembly into the disposable sets. Any sensors failing offset range or drift will be quarantined.

Manufacturer narrative:
This report is being submitted to include the device expiration date and UDI number in d4.

Event description:
Device user (du) reported error 510 (arterial blood pressure over 100 mmhg greater than three minutes) with well-placed cannula. Tubing was in good condition and pinch valves operational which was confirmed by a clinical specialist (cs). Cs requested surgical review of the artery which found no issues. On plotting arterial pressure and pinch valve percentage a trend towards high pressure and subsequent opening of the hepatic artery pinch valve was noted. The artery pressure was measured at 10-12 mmhg by a manometer. Du used manual occlusion of the portal reservoir line to achieve artery pressure of about 60 mmhg. However, the device displayed a reading of 173 mmhg. Cs confirmed that the perfusion remained stable and the patient was called for transplant.